Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an anterior chamber tear at the end of the irrigation/ aspiration portion of cataract surgery. The patient did not require a vitrectomy and a three piece intraocular lens was inserted without issue.